Manufacturer narrative:
One 4mm tip, medium curl, safire ablation catheter was received for evaluation. Electrode 1 and the thermistor/thermocouple met specifications during electrical and temperature testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported arrhythmia and impedance issue remains unknown.

Event description:
During a svt left lateral accessory pathway procedure, the patient went into vt/afib requiring cardioversion and transseptal access was lost resulting in cancellation of the procedure. After inserting the safire catheter, high impedance was observed. When ablation came on, it would spike for one second and then drop to almost nothing. A new cable and grounding pad were added but no resolve. When pulling the sheath and catheter back to swap for a new safire catheter, the patient went into vt / afib and transseptal access was lost. The sheath and catheter were then pulled into the right atrium. It is alleged that once the sheath was pulled back, the catheter was sticking out of the sheath and made contact with the heart causing the vt/afib, not the impedance issues. The patient was cardioverted and stabilized. Transseptal access was then unable to be reobtained. Getting transseptal access was also difficult initially due to the size of the heart. Another cath doctor was called in originally to assist as the patient was also hemodynamically unstable.